Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-65-4017), tibial tray (cat# 02-012-45-4040), tibial stem extension (cat# 02-012-60-1480). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately eight months post tka, the patient experienced pain and instability. On (B)(6) 2017, patient was squatting down and felt rt. Knee pop forward and dislocated. Patient's knee was manipulated while he was in (B)(6) and was reduced. On (B)(6) 2018, patient continued to have instability and in (B)(6) 2018 the knee was getting worse by giving away and painful. Dr. (B)(6) schedule a revision (B)(6) 2018. The event is possibly related to the device but unlikely related to the procedure. No further information available, it appears the patient left the study.

Manufacturer narrative:
As reported by the exactech knee replacement study, approximately eight months post tka, the patient experienced pain and instability. On 5/17/2017, patient was squatting down and felt rt. Knee pop forward and dislocated. Patient's knee was manipulated while he was in new york and was reduced. On (B)(6) 2018, patient continued to have instability and in (B)(6) 2018 the knee was getting worse by giving away and painful. The surgeon scheduled a revision 12/31/2018. The event is possibly related to the device but unlikely related to the procedure. No further information available, it appears the patient left the study. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.